Event description:
It was reported to boston scientific corporation on july 22, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted to pancreas to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the second flange of the axios stent was unable to deploy. The physician jiggled the handle; however, the axios stent got deployed in the stomach. The axios stent was removed from the patient with a snare and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Medical device problem code (B)(4). The complainant indicated that the axios stent was contaminated and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.